Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one 20039e sample from lot 21075360 was received in opened packaging for investigation. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned smartsite component to a retained 50ml bd plastipak syringe from stock; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21065305 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have determined that features on the surface of the male luer of the connecting products may contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not available for investigation it could not be determined if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was unable to aspirate blood from the connector. The following information was provided by the initial reporter: can¿t aspiration blood from connector.